Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration embedded in endometrium/ essure coils perforated the left fallopian tube in the abdomen and are embedded in endometrium'), fallopian tube perforation ('perforation fallopian tube(s) the left essure appears to be partially with in the endometrial linning'), genital haemorrhage ('bleeding') and postoperative abscess ('infection (other) describe: abscess in surgery site') in a 34-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pap smear abnormal, breast prosthesis implantation and depression. Previously administered products included for an unreported indication: iud nos from 2011 to 2012, loestrin fe from 2008 to 2011, protonix, prozac, zyrtec and proventil hfa. Concurrent conditions included chronic cervicitis and restless leg syndrome. Concomitant products included alprazolam (xanax) since 2016, carbidopa from (B)(6)2014 to (B)(6)2015, celecoxib (celebrex) from (B)(6)2017 to (B)(6)2017, clonazepam (klonopin) from (B)(6)2016 to (B)(6)2016, diazepam from (B)(6)2013 to (B)(6)2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6)2012 to (B)(6)2013, fluconazole (diflucan) from (B)(6)2012 to (B)(6)2015, gabapentin since (B)(6)2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6)2013 to (B)(6)2014, ibuprofen from (B)(6)2013 to (B)(6)2014, metoclopramide (reglan) from (B)(6)2013 to (B)(6)2014, pramipexole dihydrochloride (mirapex) since (B)(6)2015 and zolpidem tartrate (ambien) since january 2016. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6)2014, the patient experienced anaemia ("other injury(ies) or complication please describe: anemia"), 9 months after insertion of essure. In (B)(6)2017, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced postoperative abscess (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, fallopian tube perforation, postoperative abscess, vaginal haemorrhage, menorrhagia, depression, anaemia and anxiety outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as: clinical history- menorrhagia, perforated fallopian tube review of the operative report intraoperative findings of normal six-week size uterus with normal fallopian tubes and ovaries. No evidence of essure perforation into abdominal cavity the patient undergoes hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human papilloma virus test - in (B)(6)2013: positive ascus hpv papa smear test and cervical epithelial neoplasia grade 2. Pregnancy test urine - on an unknown date: result-negative.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, perforated fallopian tube,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: lab data , new event "psychological or psychiatric problems condition: anxiety" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration embedded in endometrium/ essure coils perforated the left fallopian tube in the abdomen and are embedded in endometrium'), fallopian tube perforation ('perforation fallopian tube(s) the left essure appears to be partially with in the endometrial linning'), genital haemorrhage ('bleeding') and postoperative abscess ('infection (other) describe: abscess in surgery site') in a (B)(6) female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pap smear abnormal, breast prosthesis implantation and depression. Previously administered products included for an unreported indication: iud nos from 2011 to 2012, loestrin fe from 2008 to 2011, protonix, prozac, zyrtec and proventil hfa. Concurrent conditions included chronic cervicitis. Concomitant products included alprazolam (xanax) since 2016, carbidopa from (B)(6) 2014 to (B)(6) 2015, celecoxib (celebrex) (B)(6) 2017, clonazepam (klonopin) (B)(6) 2016, diazepam from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2013, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, gabapentin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2014, metoclopramide (reglan) from (B)(6) 2013 to (B)(6) 2014, pramipexole dihydrochloride (mirapex) since (B)(6) 2015 and zolpidem tartrate (ambien) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("other injury(ies) or complication please describe: anemia"), 9 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced postoperative abscess (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, postoperative abscess, vaginal haemorrhage, menorrhagia, depression and anaemia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anaemia, depression, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as: clinical history- menorrhagia, perforated fallopian tube review of the operative report intraoperative findings of normal six-week size uterus with normal fallopian tubes and ovaries. No evidence of essure perforation into abdominal cavity the patient undergoes hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test urine - on an unknown date: result-negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, perforated fallopian tube,pelvic pain. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events- vaginal bleeding, menorrhagia, abscess in surgery site,depression, pelvic pain, anemia, device embedded, fallopian tube perforation. Outcomes were added. Concomitant conditions & drugs were added. Historical drugs were added. Lab tests were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration embedded in endometrium/ essure coils perforated the left fallopian tube in the abdomen and are embedded in endometrium'), fallopian tube perforation ('perforation fallopian tube(s) the left essure appears to be partially with in the endometrial linning') and postoperative abscess ('infection (other) describe: abscess in surgery site') in a 34-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pap smear abnormal, breast prosthesis implantation and depression. Previously administered products included for an unreported indication: iud nos from 2011 to 2012, loestrin fe from 2008 to 2011, protonix, prozac, zyrtec and proventil hfa. Concurrent conditions included chronic cervicitis and restless leg syndrome. Concomitant products included alprazolam (xanax) since 2016, carbidopa from (B)(6) 2014 to (B)(6) 2015, celecoxib (celebrex) from (B)(6) 2017 to (B)(6) 2017, clonazepam (klonopin) from (B)(6) 2016 to (B)(6) 2016, diazepam from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2013, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, gabapentin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2014, metoclopramide (reglan) from (B)(6) 2013 to (B)(6) 2014, pramipexole dihydrochloride (mirapex) since (B)(6) 2015 and zolpidem tartrate (ambien) since january 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced anaemia ("other injury(ies) or complication please describe: anemia"), 9 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced postoperative abscess (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and herpes zoster ("shingles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, postoperative abscess, vaginal haemorrhage, menorrhagia, depression, anaemia, anxiety and herpes zoster outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, embedded device, fallopian tube perforation, genital haemorrhage, herpes zoster, menorrhagia, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as: clinical history- menorrhagia, perforated fallopian tube review of the operative report intraoperative findings of normal six-week size uterus with normal fallopian tubes and ovaries. No evidence of essure perforation into abdominal cavity the patient undergoes hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human papilloma virus test - in (B)(6) 2013: positive ascus hpv papa smear test and cervical epithelial neoplasia grade 2. Pregnancy test urine - on an unknown date: result-negative.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, perforated fallopian tube,pelvic pain, herpes zoster. Lot number: b09711 manufacturing date: 2013-03 expiration date:2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration embedded in endometrium/ essure coils perforated the left fallopian tube in the abdomen and are embedded in endometrium'), fallopian tube perforation ('perforation fallopian tube(s) the left essure appears to be partially with in the endometrial linning'), genital haemorrhage ('bleeding') and postoperative abscess ('infection (other) describe: abscess in surgery site') in a 34-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pap smear abnormal, breast prosthesis implantation and depression. Previously administered products included for an unreported indication: iud nos from 2011 to 2012, loestrin fe from 2008 to 2011, protonix, prozac, zyrtec and proventil hfa. Concurrent conditions included chronic cervicitis. Concomitant products included alprazolam (xanax) since 2016, carbidopa from (B)(6) 2014 to (B)(6) 2015, celecoxib (celebrex) from (B)(6) 2017 to (B)(6) 2017, clonazepam (klonopin) from (B)(6) 2016 to (B)(6) 2016, diazepam from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2013, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, gabapentin since (B)(6) 2017, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2014, metoclopramide (reglan) from (B)(6) 2013 to (B)(6) 2014, pramipexole dihydrochloride (mirapex) since (B)(6) 2015 and zolpidem tartrate (ambien) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("other injury(ies) or complication please describe: anemia"), 9 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced postoperative abscess (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, postoperative abscess, vaginal haemorrhage, menorrhagia, depression and anaemia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anaemia, depression, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as: clinical history- menorrhagia, perforated fallopian tube review of the operative report intraoperative findings of normal six-week size uterus with normal fallopian tubes and ovaries. No evidence of essure perforation into abdominal cavity the patient undergoes hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test urine - on an unknown date: result-negative.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, perforated fallopian tube,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration embedded in endometrium/ essure coils perforated the left fallopian tube in the abdomen and are embedded in endometrium'), fallopian tube perforation ('perforation fallopian tube(s) the left essure appears to be partially with in the endometrial linning'), genital haemorrhage ('bleeding') and postoperative abscess ('infection (other) describe: abscess in surgery site') in a 34-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pap smear abnormal, breast prosthesis implantation and depression. Previously administered products included for an unreported indication: iud nos from 2011 to 2012, loestrin fe from 2008 to 2011, protonix, prozac, zyrtec and proventil hfa. Concurrent conditions included chronic cervicitis and restless leg syndrome. Concomitant products included alprazolam (xanax) since 2016, carbidopa from (B)(6) 2014 to (B)(6) 2015, celecoxib (celebrex) from (B)(6) 2017 to (B)(6) 2017, clonazepam (klonopin) from june 2016 to october 2016, diazepam from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) -2012 to (B)(6) 2013, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, gabapentin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2014, metoclopramide (reglan) from (B)(6) 2013 to (B)(6) 2014, pramipexole dihydrochloride (mirapex) since 7-aug-2015 and zolpidem tartrate (ambien) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced anaemia ("other injury(ies) or complication please describe: anemia"), 9 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced postoperative abscess (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and herpes zoster ("shingles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, fallopian tube perforation, postoperative abscess, vaginal haemorrhage, menorrhagia, depression, anaemia, anxiety and herpes zoster outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, embedded device, fallopian tube perforation, genital haemorrhage, herpes zoster, menorrhagia, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as: clinical history- menorrhagia, perforated fallopian tube review of the operative report intraoperative findings of normal six-week size uterus with normal fallopian tubes and ovaries. No evidence of essure perforation into abdominal cavity the patient undergoes hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Human papilloma virus test - in (B)(6) 2013: positive ascus hpv papa smear test and cervical epithelial neoplasia grade 2. Pregnancy test urine - on an unknown date: result-negative.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, perforated fallopian tube,pelvic pain, herpes zoster quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event shingles and reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.